Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance post implant and the lead warning was triggered. Ra lead remains in use. No patient complications have been reported as a result of this event.